Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 4 of 6 of treatment. The alarm was unable to be cleared. The patient attempted to reboot the cycler and resume treatment, however a power fail recovery failed alarm occurred and the treatment was subsequently cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. The patient reported that they would follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient is trained on manual peritoneal dialysis and the patient was able to complete treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler and is continuing peritoneal dialysis therapy. The cassette used by the patient was reported to be available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The actual sample was returned to the manufacturer for physical evaluation. As the sample was being disinfected and prepared for analysis it the leak was confirmed. The sample was closely inspected according and damaged in the film was found. The cassette (hard plastic) was inspected and no damages were found. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The investigation into the cause of the complaint was able to confirm the reported event.